Event description:
(B)(4) legal received information that a consumer was allegedly injured while operating a tdx4 power chair. No details of the alleged incident or injuries are known at this time. (B)(4) legal has requested the serial number and additional information.